Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown. No further information is available at this time.

Event description:
New information states that the system was explanted. No further information was provided.

Manufacturer narrative:
Device was tested on the bench and no anomalies were found.

Event description:
New information states that the patient was admitted at the hospital on (B)(6) 2017. Later, on (B)(6) 2017, the patient was admitted at the hospice, and expired days later due to ceased respiration. The cause of death was non-sudden and non-cardiac. No further information is available at this time.